Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead, (B)(6) 2003. (B)(4).